Event description:
The device misfired when the physician attempted to staple across the right upper lung lobe. Physician made two attempts and the stapler released staples at both ends and not in the middle.